Event description:
It was reported the patient presented to the hospital with syncope requiring external pacing. Fluoroscopy confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the right ventricular lead exhibited increased capture thresholds and loss of capture prior to explant.